Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. The 5.0x60/135 (4f) sterling balloon was inflated once to 8 atms and ruptured. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).